Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the tissue pad detached from the device. The tissue pad was recovered from the patient. Another like device was used to complete the procedure. There were no adverse consequences for the patient.